Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall had occurred, and was confirmed by a roller study. The pt had a return of symptoms / increase in back pain. A roller study was performed twice. Regarding the pump's reservoir, 4 ml was expected but an actual full reservoir was noted. Neither the pt's outcome, nor was the drug administered via the pump reported. Add'l info has been requested, but was not available as of the date of this report.